Manufacturer narrative:
No additional adverse patient effects were reported in this event. No additional information is available at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead were explanted due to a system infection. A temporary pacing lead was placed until a new system could be implanted.